Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl) and the ketone level was high. The customer thought that the infusion set may have been the cause of the high bg; however, after disconnecting from the pump and reverting insulin injections, the bg remained high. The customer was not positive what caused the high bg. The customer went to the emergency room (ER) and was treated with an intravenous saline and insulin drip. The customer left the ER with a bg of 242 mg/dl and the ketones were resolved; the customer felt better. Reportedly, the customer discussed the event with a clinical diabetes specialist.